Manufacturer narrative:
Results: bent prong on power entry module fuse holder.

Event description:
It was reported by service report that the bed is shutting down due to low battery alarms when plugged into an electrical outlet. No patient involvement or adverse consequences are reported.